Manufacturer narrative:
Customer reported a pyxis ciisafe had incorrect medication quantities for lacosasmide in multiple locations. No patient or user harm was reported but there was a delay to patient care. Patient was moved to a different ICU. The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient. Complaint file captured in 01862406. Technical support had customer remove all the medication from all locations in the software for the pyxis ciisafe. Then had the pyxis medstation es system resend the pocket load information to transfer the correct inventory counts and locations. Customer verified the quantities were now correct.

Event description:
Customer reported a pyxis ciisafe had incorrect medication quantities for lacosasmide in multiple locations. No patient or user harm was reported but there was a delay to patient care. Patient was moved to a different ICU. The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient.